Manufacturer narrative:
H3 other text : device has not been returned to the manufacture.

Event description:
The manufacturer became aware of allegations, that a dreamstation bipap autosv was returned to a third-party service center. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam degradation. There were secondary findings that corrosion in device and connector oxide contamination in the device. The device was scrapped. There was no report of serious injury or harm.

Manufacturer narrative:
Upon review of this complaint, there was no alleged serious injury. In addition, the malfunction will not cause or contribute to a serious injury if the event were to reoccur. This complaint does not meet the definition of a reportable event.